Event description:
It was reported that on literature review medium-term (least 5 years) comparative outcomes in anterior cruciate ligament reconstruction using 4shg, allograft, and lars ligament, 3 patients had a superficial surgical site infection after an anterior cruciate ligament procedure using an endobutton. Patients were treated with antibiotics after a disturbed period of wound healing. No further information is available.

Manufacturer narrative:
Internal complaint reference (B)(4).